Event description:
It was reported that there was low sensing and then no sensing on the atrial lead. The inappropriate sensing resulted in inhibition of pacing. The lead had visible insulation damage as was seen during the explant procedure. During the explant procedure, the atrial setscrew on the device was damaged. Both the atrial lead and the device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated apparent explant damage. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.